Manufacturer narrative:
(B)(4).follow up report sent to FDA on 01/28/2015.

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: the visiport glass piece at the end popped apart while being inserted into the patient.